Event description:
Breast implants were put in me 2004 and within a few years I started having unexplained medical issues with no definitive answer. I required surgery to get them out. Now I am healthy again. FDA safety report ID # (B)(4).